Event description:
A peritoneal dialysis (pd) patient reported having a fluid leak during pd treatment. There was an air detected in cassette warning during drain 3 of 3. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from the left lower corner of the cassette. In a follow up, a patient contact verified the fluid leak. The patient was able to complete treatment manually. The patient contact said fluid came out of cycler when the door was opened. The contact was advised to let the cycler dry out and then try again and everything went well after that. No patient adverse effects were experienced, and no medical intervention was required. Patient continues use of the cycler with no further issues. The cycler set is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a complaint product sample from the customer was received without the original package or label identified. The complaint product sample was disinfected according to rqam-326, as the complaint product sample was being disinfected and prepared for analysis, a leak was found on the cassette film. The complaint product sample was visually inspected according to bom 050-87216a and during the inspection with the microscope, a tear was found in the cassette film. During the visual inspection with the microscope a tear in the film was found, this kind of damage could have the following causes as per risk analysis 509434: pump door is sharp per closes unexpectedly during set up. Misalignment between cassette and pump during set up. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The report was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having a fluid leak during pd treatment. There was an air detected in cassette warning during drain 3 of 3. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from the left lower corner of the cassette. In a follow up, a patient contact verified the fluid leak. The patient was able to complete treatment manually. The patient contact said fluid came out of cycler when the door was opened. The contact was advised to let the cycler dry out and then try again and everything went well after that. No patient adverse effects were experienced, and no medical intervention was required. Patient continues use of the cycler with no further issues. The cycler set is available to return.